Event description:
It was reported to philips that the customer needs to replace the battery. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The equipment was out of warranty. Fse called the customer and suggested replacing the battery and verbally provided a service quote. The customer did not accept the quote and did not provide the device serial number. Based on the information available and results of additional analysis, no further action is necessary at this time. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device display a battery alarm after long time did not use. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.